Event description:
The device user (du) reported message code 80 (low battery) and a decreasing battery. The du stated that when initially plugging in the metra into the vehicle inverter, they were able to visualize the plug icon on the graphical user interface (gui) screen and the green light illuminated on the mains power switch. After about two hours, they heard the alarm and saw message code 80. The du completed troubleshooting by performing a power cycle on the inverter and swapping the device plug to a new outlet. Afterwards, the battery was verified to be increasing. The du was asked to continue to watch and report that the battery was increasing. They sent a few images over time indicating that the battery was slowly increasing.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se analyzed the logs and found that battery 1 reported a drop in capacity from 99% to 0% in one second, which was likely inaccurate, and there was no jump back to full charge. The current and voltage remained in normal ranges drawn from the device, so there was likely no device error outside of the smart module in the battery. All cabling and connections were secure and both charging and discharging during testing measured properly. The batteries were replaced with a new pair and tested successfully.